Event description:
A pump was reported to have a crack along the screen, impacting the visibility and safety of the touchscreen. There was no adverse impact to the customer's blood glucose level. The customer chose not to pursue further assistance or troubleshooting, and no additional actions were taken.